Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient presents with leaking of line. When flushing, the line is leaking from under the solo valve luer site. When pulled back, air is entering the syringe. Patient is laid back and current PICC line is removed. Pressure held to site until homeostasis is received and patient left in the supine position for vascular assessment of the arm. Once removed, line is visualized to have small hole approximately 5-6 cm up line where medication is dripping from, at the 6 or 7 cm mark. No other information was provided.